Event description:
Customer states; pump is running quickly and does not have an audible alarm. Pt injury or medical intervention reported: no injury reported.

Manufacturer narrative:
Pump evaluation is in progress but has not been completed. A follow up report will be submitted with the evaluation results.